Manufacturer narrative:
(B)(4). Evaluation: results: (mi).

Event description:
A 3.5 mm diameter x 9 mm length and 3.5 mm diameter x 30 mm length endeavor drug-eluting coronary stents were implanted in a pt for the treatment of an unk lesion approx 64 months ago. Initial implant and lesion morphology information were not reported. On (B)(6) 2010 the pt complained of shortness of breath and was found to have non-st elevation mi. Left heart cath showed peritoneal stent in the lad, significant stenosis apical anterior lad, moderately significant stenosis of the diagonal branch, moderate disease of the mild right coronary artery (see MFR # 2953200-2010-02557). The physician recommended that if pt continues to have angina consider revascularization of the apical lad. No further information was rec'd. The investigator assessed the event was not related to the device, drug, or index procedure.